Manufacturer narrative:
The referenced pump exchange due to a suspected driveline issue was reported under medwatch MFR report # 2916596-2018-03817. Approximate age of device ¿ 6 days.  The pump was not explanted for return to the manufacturer for evaluation. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was initially implanted with a left ventricular assist device (lvad) on (B)(6) 2012 and underwent a pump exchange on (B)(6) 2018 due to a suspected internal driveline issue. A right ventricular assist device has been placed; however, the patient¿s right ventricular function remained severe post pump exchange. Medical management continued with high doses of inotropic support (levophed and epinephrine). Patient required re-intubation for ventilatory support after being extubated on (B)(6) 2018. After being re-intubated, patient coded and received cardiopulmonary resuscitation (CPR) mid-morning on (B)(6) 2018. On (B)(6) 2018, lvad cannulation was repositioned for improved flow and coded once more. It was decided that support be withdrawn and the patient expired. No additional information was provided.

Manufacturer narrative:
Manufacturer's investigation conclusion: a direct relationship between the device and the reported event could not be determined. The center reported that the patient¿s right ventricle function remained severe following a pump exchange on (B)(6) 2018. Review of the submitted system controller log file noted multiple changes to the set speed between 8/23/2018 and 8/29/2019. The log file captured intermittent low flow hazard alarms at each set speed. The alarms occurred when the estimated flow was calculated below the low flow threshold of 2.5lpm. The pump operated above the low speed limit, or at the set speed if it was below the low speed limit, for the duration of the log file and appeared to be functioning as intended. The cause of the low flow alarms could not be conclusively determined. The center reported that the patient coded on again on (B)(6) 2018. After consultation with the patient¿s family, support was withdrawn. The center reported that the pump was returned, but no product has been received to date. Should the device become available, this file may be re-opened and the pump will be evaluated. No further information was provided. The manufacturer is closing the file on this event.